Event description:
A (B) (6) pt contacted lifecor customer support to report that the top of the monitor came off. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor's plastic case was separated along the seams and from the end cap. Visual inspection found that all the seams had sufficient adhesive. The root cause of the case separation cannot be positively identified but was likely due to a drop or excessive force. The monitor was repaired and refurbished. No event resulted from the case separation. The pt received a replacement monitor.